Event description:
The following information was provided by the initial reporter: it was reported that dirt was found inside the needle during handling. Disposable needle 40x12 s disp seg. Expiry date: 31/10/2030. Lot: sagaab051d. Invoice number: (B)(4). Sample available. The sample will only be taken if the product is exchanged. After 60 days of notification, the sample will be discarded. Sample collection times: monday to friday, from 8am to 4pm.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up report for correction. MFR report # 3003916417-2026-00080 was submitted as the site legal name was incorrectly reported as franklin lakes in the initial MDR submission, 2243072-2026-00360. MFR report # 3003916417-2026-00080 was submitted to update the site legal name to curitiba, to have the proper MFR number, and the correct medical device catalog #, 300017.

Event description:
Material number was identified as 300017 on 05/18/2026.